Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for apnea and low circuit leak. The patient's tidal volume was dropped, and the patient's blood oxygen saturation level decreased. The patient was not able to breath unless ventilation support was provided. The patient expired. There was no allegation the device malfunctioned. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. After receiving further information from the patient, it is determined that the initial report should have been filed as adverse event and product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for apnea and low circuit leak. The patient's tidal volume was dropped, and the patient's blood oxygen saturation level decreased. The patient was not able to breath unless ventilation support was provided. The patient expired. There was no allegation the device malfunctioned. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. After receiving further information from the patient, it is determined that the initial report should have been filed as adverse event only. Section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for apnea and low circuit leak. The patient's tidal volume was dropped and the patient's blood oxygen saturation level decreased. The patient was not able to breath unless ventilation support was provided. The patient expired. There was no allegation the device malfunctioned. On previously submitted report section h: type of reported complaint was incorrect. In this report, section h: type of reported complaint has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator was alarming for apnea and low circuit leak. The patient's tidal volume was dropped and the patient's blood oxygen saturation level decreased. The patient was not able to breath unless ventilation support was provided. The patient expired. There was no allegation the device malfunctioned. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.